Event description:
It was reported that during deployment of a vascular stent in the distal sfa, the trigger mechanism became unresponsive after three trigger encounters. The handle was opened and the wire was pulled to complete the deployment successfully. No reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.